Event description:
It was reported that this right atrial (ra) lead had slight changes in impedance, but the threshold and sensing values are not at levels that would currently interfere with pacemaker function. Additionally, the patient was hospitalized due to pneumothorax, with a suspected atrial lead perforation. This ra lead remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had slight changes in impedance, but the threshold and sensing values are not at levels that would currently interfere with pacemaker function. Additionally, the patient was hospitalized due to pneumothorax, with a suspected atrial lead perforation. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the patient was treated conservatively, with no special treatment administered for the pneumothorax. After admission, the patient developed pericarditis due to pneumopericardium, for which aspirin and colchicine were given. The pneumothorax was discovered through a computed tomography (CT) scan. There were no notable abnormalities during the procedure and the physician did not intend to place the screw in a position so thin that it would protrude.